Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device was not functioning and there was an "on and off problem" was confirmed. An assessment was performed and it was noted that an unknown liquid was found internally, the wires on the electronic control unit were damaged, and the electronic motor was jammed and corroded. It was determined that this was due to inadequate/improper cleaning and immersion during the cleaning process which was failure to follow directions for use. This was further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6)that during pre-surgery testing, it was observed that the battery reciprocator device was not functioning. It was further reported that there was an "on and off problem and did not have any consequences on the case." During in-house engineering evaluation it was found that the device was not functional, an unknown liquid was found internally, the wires on the electronic control unit were damaged, and the electronic motor was jammed and corroded. It was not reported if there were any delayed in the planned surgical procedure. An unspecified spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event is unknown to the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.